Event description:
It was reported that during an endoscopic vein harvesting procedure, excessive smoke made it difficult to see, and the device needed to be removed so that the smoke could escape, which prolonged the procedure. A second device was opened, however, it had similar problems. The procedure was completed with same (2nd) device. No pt complications have been reported. This report is for the 2nd device.

Manufacturer narrative:
Investigation details: from the investigation, the hot and cold jaw boots indicate that excessive smoke might have been experienced by user. The complaint is confirmed.